Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal multiple tampons were falling apart leaving pieces inside her vaginal cavity. She alleged the pledgets were shedding fibers. She was able to remove all the pledget pieces and did not seek medical attention. She did not experience any adverse health effects.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal multiple tampons were falling apart leaving pieces inside her vaginal cavity. She alleged the pledgets were shedding fibers. She was able to remove all the pledget pieces and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.